Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n521817, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a physician via a manufacturer representative regarding a patient receiving ketamine (17mg/ml at 2.7mg /day) and dilaudid (25mg/ml at 4mg/day) through an intrathecal drug delivery pump system. The indication for use of the pump system was spinal pain. On (B)(6) 2015, the patient underwent an MRI, but did not have the pump's status checked afterwards. At the subsequent pump refill on (B)(6) 2015, it was seen that a motor stall had occurred on the date of the MRI and a tube set log entry had triggered two days later. The motor stall recovered on (B)(6) 2015 upon interrogation of the pump with the clinician programmer. It was indicated that the patient had not experienced any therapy issues.